Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritoneal dialysis infection. The pd infection was manifested by cloudy effluent. The breach in aseptic technique was not further described. It was not reported if the patient was hospitalized for the event. Treatment was unknown. At the time of this report, the patient outcome was not reported. Pd therapy was continued during the treatment. It was not reported if the patient was retrained on the proper aseptic technique. The reporter decline declined to provide additional information.